Manufacturer narrative:
Correction: b5 for missing failure to deliver therapy statement and h6 for arrhythmia coding.

Event description:
It was reported that the patient had deceased due to an unknown cause and failure to deliver shock was noted on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No additional information was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-17406. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.